Event description:
It was reported by service report that the scale was not accurate and the footend of the hi-lo lift was drifting down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: load cell; faulty nut in lift motor.